Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had blood at their infusion site. The customer's blood glucose was 453 mg/dl at the time of the call. Customer stated their site was not actively bleeding at the time of the call. Troubleshooting found the customer had proper insertion techniques. The customer was advised to change out their infusion set and monitor their blood glucose. No additional information provided.